Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that she received a button error alarm. The customer's blood glucose was 49 mg/dl at the time of incident. The customer treated her low blood glucose with glucose tablets. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.